Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that both the proximal and distal insulations were cut/damaged at 15.3 cm from the connector pin. Due to the damaged distal insulation, an electrical short circuit was noted between the coils.

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was removed and replaced.